Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A printer circuit board was found needing replacement. The customer intends to repair system. No further details have been disclosed. However, no reports of pt injury.